Event description:
Pt reports that the drums are locking and he cannot use all of the strips. He has spoken with the company and cleaned the meter, but the problem persisted. He also received a new meter, but is still experiencing this problem with the drums and is having to throw them away before using all of the strips.